Manufacturer narrative:
(B)(4). This report is for an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was not reported. The patient was hospitalized for unrelated events. The patient was instructed to begin course of cefazolin (1 gram, route, frequency and duration not reported) and ceftazidime (1 gram, route, frequency and duration not reported) and heparin (1000 units in a 2 liter 2.5% dianeal bag) for the peritonitis; however, it is unknown if the patient complied. Peritoneal dialysis therapy with manual bags was ongoing for this event. On an unreported date the patient had recovered from this event. No additional information is available. This is report 2 of 4.